Event description:
It was reported the lead was explanted and replaced due to oversensing. More than 59000 short interval counts were measured in 3 days. A lead fracture was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.